Event description:
A patient underwent a revision surgery to remove a lanx interspinous fixation implant at l4/l5 because another manufacturer's interbody cage had migrated, contacting the nerve root and causing pain. Per the surgeon, the lanx implant was removed to accommodate an extended construct with pedicle screws from l4-s1, which was better suited for the patient's condition.

Manufacturer narrative:
Per the initial reporter, the implant was placed by a different surgeon approximately 6 months prior to the revision surgery. Per the initial reporter, there was no problem with the implant itself. The implant was still affixed and bony growth was achieved. The device removal is being reported as an adverse event because of association with the migration of the spine wave stackable interbody device. There is no information to suggest that the lanx device caused or contributed to the interbody migration. The cause of the interbody migration cannot be conclusively determined.